Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was 312 mg/dl. Customer mentioned that the during at night insulin pump was working fine but during the day when she took the bolus and just ate and her blood glucose went up and this started since yesterday right after she changed the reservoir on wednesday. The customer experienced nausea, vomiting, abdominal pain and difficulty in breathing due to high blood glucose value. The customer treated with the insulin. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The device will not be returned for analysis.